Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: previously reported essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) malposition ,right occlusion only. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Previously reported event "injury" is replaced with "migration", events "pelvic pain, abdominal pain, gen. Abnormal bleed, psych injury", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, shortness of breath and joint swelling. Previously administered products included for an unreported indication: contraceptive sponge. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device, failure to occlude (close) fallopian tube(s)"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and migraine ("migraines / headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2015 current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded; on (B)(6) 2012: there is no essure device in the right fallopian tube; on (B)(6) 2013: one of the essure devices that is in the left pelvis does not appear to be located in either fallopian tube and is probably outside the uterus and the course of the fallopian tubes. It is a suspected malpositioned essure strut. There is a chance that the second essure could be located in the very distal portion of the left fallopian tube , but more likely it is malpositioned.. Amendment: the report was amended for the following reason: significant correction: event device migration was updated to serious incident. Results for hsg added. Previous event device ineffective was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) malposition ,right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, shortness of breath and joint swelling. Previously administered products included for an unreported indication: contraceptive sponge. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device expulsion ("expulsion of essure device, failure to occlude (close) fallopian tube(s)"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and migraine ("migraines / headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2015 current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded; on (B)(6) 2012: there is no essure device in the right fallopian tube; on (B)(6) 2013: one of the essure devices that is in the left pelvis does not appear to be located in either fallopian tube and is probably outside the uterus and the course of the fallopian tubes. It is a suspected malpositioned essure strut. There is a chance that the second essure could be located in the very distal portion of the left fallopian tube , but more likely it is malpositioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.